Manufacturer narrative:
The customer¿s report was confirmed in the logs and is the result of user programming. The pcu event logs identified medication dosing in the mcg/kg/min which is 60 times faster than what was reported by the customer. The pcu error log showed no errors or malfunctions. The pcu event log recorded a dose change of 10mcg/kg/min with an infusion rate of 3.06ml/hr. The source device infused at 3.06ml.hr for approximately 3.5 hours. The device was then channeled off. Timed rate accuracy testing was performed on the source pump module found the device delivering fluids in specification. The pcu event log had been over written due to continued use. The initial infusion programming could not be determined. The review of the pcu event log identified an infusion of an unknown medication, which was restored on 19jul2019 at 3:38 am. The log recorded a dose change of 10 mcg/kg/min which is 60 times faster than reported dose, which changed the infusion rate to 3.06ml/hr that was made at 2:13 pm. The source device infuses 10 mcg/kg/min at 3.06ml/hr for approximately 3.5 hours. The device is then channeled off. The calculated volume infused in that time period is 10.71ml. The root cause was believed to be a result of user programming. The customer¿s complaint reported a dose of 10mcg/kg/hour. The review of the logs indicates a dose of mcg/kg/min which is 60x faster than what was reported.

Event description:
It was reported that the device was programmed to infuse at 10mcg/kg/hour, but the medication was infusing at a much higher rate.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional information (including patient information) is available.

Event description:
It was reported that the device was programmed to infuse at 10mcg/kg/hour, but the medication was infusing at a much higher rate.